Event description:
Pump declared a cartridge change error, but there was no adverse impact on the customer's blood glucose level. Customer did not experience any blood glucose level above 500 mg/dl. Technical support guided the customer to inspect and clean the pump components, remove an o-ring from the pneumatic tap, and complete the load process successfully. Customer was able to continue the load process but declined to resume insulin on the call.